Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) in (B)(4) on behalf of the patient (his girlfriend) alleging onetouch ultrasmart meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2013 at 3 pm the patient obtained a reading of ¿22.3 mmol/l¿ on the lfs meter. The reporter stated the patient uses a combination of metformin and humalog on a sliding scale to manage her diabetes. The reporter stated the patient bolused insulin according to the reading to include an extra 6 units of humalog, totaling 16 units and had less to eat. The reporter stated 2 hours later the patient developed unknown symptoms she associated with hypoglycemia and a reading of ¿12.9 mmol/l¿ was obtained on another meter. The reporter stated the patient treated herself with ¿orange juice and food.¿ at the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. When a control solution test was run, the result was within the expected range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient increased her dose of insulin accordingly, developed symptoms she associated with hypoglycemia, and required self treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.